Event description:
It was reported that the personal diabetes manager (pdm) looks like the charging port area is brown and appears burnt. The pdm was charging when this occurred and no longer would turn on. The customer said that the ambient temperature when the problem occurred was roughly 85 (outside temperature). The reporter stated the charging cord supplied with the pdm was in use at the time of the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.